Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998 ,lot# la1649, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that when the patient would use the spinal cord stimulation (scs), the patient would feel a zapping or burning sensation around the implantable neurostimulator (ins) pocket. It would take about 15 minutes after having turned on the ins for the patient to feel the burning sensation and would then take another 15 minutes after having turned the ins off for the burning sensation to stop. The issue had started in the first half of (B)(6); right after the patient had had an l1-l2 fusion surgery on (B)(6). The patient had not been using the scs for ¿a while¿ after the surgery as the patient had been on oral medications. When a manufacturer representative checked the device impedances, contacts 0 and 2 were found to have had values of greater than 10kohms while all of the other contacts had values around 800-1000ohms. The patient¿s therapy settings had included contacts 0 and 2 at that time, with the programmed parameters having been: a1: 0+, 1-, 2-, 3+; a2: ¿uses 8-11 contacts.¿ program a1 was reprogrammed to use only 1- and 3+. The patient was getting good coverage with the new programming.

Event description:
Additional information was received indicating that the the patient was successfully reprogrammed around the contact that was causing the problems. The patient had not continued to experience burning when using the stimulation. It was felt that one of his other surgeries may have nicked the lead causing the electrodes to go out. At this point, the patient was getting adequate stimulation without using contacts 0 or 2.